Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device was unable to confirm an issue. However, additional analysis concluded that there was an opening in the anode separator. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
The device was removed and returned due to elective replacement indicator (eri) and subsequently tested out of specification. No patient complications have been reported as a result of this event.